Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was 287 mg/dl and a correction bolus was delivered via the pump to address the high bg level. The contact did not know the cause of the high bg. As the event had occurred in the past troubleshooting was not performed. The contact and tandem technical support discussed different types of infusion sets that could be used.